Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range (oor) impedances of greater than 2500 ohms as well as low intrinsic amplitude. The device was changed out to a competitor device, and this lead remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.